Event description:
This report is being filed as a result of changes to our MDR eval process that were prompted by an FDA inspection. The following incident description was provided to caridianbct qa. The customer requested investigation of a run data file for a procedure on (B)(6) 2010 to determine a possible cause for a donor reaction. The alleged reaction was reported to have occurred after the donor left the facility. The customer used a trima machine and a trima disposable during the procedure. The status of the donor at the time of this investigation was not available. That night, the donor was feeling unsteady and light-headed, so her mother took her to the hospital. The donor was admitted to neurology. Notes indicate that she tested positive for mononucleosis and was being treated for lyme disease.

Manufacturer narrative:
(B)(4). Investigation: the analysis of the run data file revealed that the trima accel system operated as intended. Nothing in the run data file indicated that there may have been an issue with the trima machine or the trima disposable. The fpt member recommended that the blood bank minimize procedure interruptions due to access issues. Light-headedness is a known adverse effect of apheresis procedures performed on trima systems. Root cause: this disposable set was unavailable for specific root cause analysis. At the time of this investigation, there was no evidence suggesting that a reaction was caused by the disposables or the equipment. Safety risk assessment: caridianbct was unable to confirm the status of the donor or any treatment the donor may have received at the hospital. For all trima disposable lots manufactured in the same month as this disposable and in the 11 months prior, the rate of patient reactions reported was 0.0000075. None of the other reported patient reactions were from this disposable lot number. Corrective/preventive action: the suggestion that was provided to the customer in the run data file report was to refer to the trima accel screens, operator's manual and the customer's sop for hints on minimizing donor access issues.